Manufacturer narrative:
An evaluation of the device was performed and revealed that the handpiece and system performed as expected. The evaluation was unable to confirm any functional problem or error with this tip. The tip passed the flow and leak tests. The tip failed the visual inspection for a dent in the surface membrane. The cause for the dent is undetermined. It is unlikely that the dent can contribute to the related complaint. In addition, no dielectric breakdown observed. The tip passed the thermistor test. Functional testing was performed (50 treatments) with no errors or any other issues observed. A review of device history logs are in progress and the plant evaluation is underway. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
It was reported that a patient experienced blisters, swelling and moderate erythema in right lateral part of the neck after a procedure on neck area. The patient was instructed to apply aquaphor or vaseline to blisters several times a day and cover with a bandage or gauze. The current status was noted as mild discomfort in the affected area. The outcome was noted as possible scarring. The patient has mild discomfort. The blisters were seen at 150 pulses and the treatment was discontinued. The comfort level range used was between 2.0 and 3.0 throughout the treatment. The highest energy level used 3.0. No other treatments (besides thermage) were being performed in same area where symptoms were the issue was reported, nor did the patient undergo any treatments in the last 30 days and the patient has denied any recent procedures to the neck. A message appeared on the machine after approximately 50-60 pulses instructing us to check all the patient connections. The return pad was starting to peel off so the user reattached it so that the pad was in complete contact with the skin. The user proceeded with the treatment. Solta medical cryogen and coupling fluid were used during the treatment. One small section of the neck with 150 pulses before the treatment was stopped. A total of half a teaspoon of coupling fluid was used for this area. The treatment tip surface inspected prior to use. Nothing else was noted. The treatment tip was re-inspected during the treatment; after approximately 50 pulses and again at 150 pulses. This is the first time the treatment tip was used

Manufacturer narrative:
The final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. A review of the manufacturing records showed all requirements were met. It was reported no system issues or anything out of the ordinary occurred during treatment besides return pad peeling off. This was corrected, and treatment resumed. Evaluation of treatment tip found no issues. Based on the available information burns, blisters, and redness are known possible patient reaction to thermage treatment.